Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels confirmed by cgm on (B)(6) 17. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no indication that the insulin pump caused low bg levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels reaching 30 mg/dl. Customer became unresponsive and was taken to the emergency room. Customer was in the emergency room for approximately 8 hours and was treated with glucagon.

Event description:
Reportedly, at the time the customer was released from the emergency room the customer's blood glucose level was "ok", and the customer was in "good" condition.